Event description:
The customer stated after installing a new ict module on the architect c8000 analyzer, there have been occurrences of high chloride results. A result of 152 mmol/l was reported but the actual value was 129 mmol/l. Chloride results >120 mmol/l are automatically repeated and there was no report of impact to patient management.

Manufacturer narrative:
(B)(4). Additional information was provided to abbott customer support. The discrepancy in results previously documented was for the ict sodium assay. The updated information was reviewed and does not fit established criteria for a reportable event. This MDR (manufacturer's report#: 1628664-2010-00480) was inadvertently filed in error. This corrected/updated report is a final report. An investigation is in process.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.